Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port. These leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between (B)(6)2019 to (B)(6), 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation.  Visual inspection was performed to the video using the naked eye which revealed a leak from the spike port bonding area. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.